Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(4) and the patient's outcome could not conclusively be established. It was reported that the patient expired due to multi system organ failure. Multiple requests for additional information, as well as product return, were sent to the customer but no further information has been received at this time. The hmii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 5 years 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported the patient was expired on (B)(6) 2019 due multi organ system failure.